Manufacturer narrative:
Since initial medwatch report was submitted the reporter has confirmed that they removed everything. No implants from the complaint device were left in the patient. Complaint confirmed, two suture construct were returned with implants indicating they pulled out. No abnormalities were observed on the hand pieces. Complainant event of implant pulling out is most likely caused by not allowing the trailing suture to remain free and unobstructed during implant insertion, improper penetration depth and/or not following the deployment sequence as outlined in the surgical technique guides. Complainant event of implant falling off from the inserter typically caused by not allowing the trailing suture to remain free and unobstructed during implant insertion and/or not following the deployment sequence as outlined in the surgical technique guides.

Event description:
It was reported that the during an acl procedure, the meniscal cinch, ar-4500, the peek is not seen and passed twice. No further information. Additional information obtained 6/19/19: both implants deployed however the second implant did not stay in the tissue. The implants were removed from the patient and the surgeon chose to pass inside out, making a posterolateral incision of the knee to rescue the intra-articular points and be able to tie on the capsule. A total of 5 meniscal cinches were used. With the other four devices the implants came loose inside the device and the implants could not be carried into the tissue. Additional information obtained 8/5/19: they proceeded to remove everything and pass a new device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the during an acl procedure, the meniscal cinch, ar-4500, the peek is not seen and passed twice. No further information. Additional information obtained 6/19/2019: both implants deployed however the second implant did not stay in the tissue. The implants were removed from the patient and the surgeon chose to pass inside out, making a posterolateral incision of the knee to rescue the intra-articular points and be able to tie on the capsule. A total of 5 meniscal cinches were used. With the other four devices the implants came loose inside the device and the implants could not be carried into the tissue.